Event description:
As reported in precise study, patient (B)(6) experienced in- stent stenosis. The patient enrolled in the cordis real-precise study underwent a successful carotid artery stenting procedure. The intervention targeted a lesion located in the right internal carotid artery, accessed via the contralateral femoral artery under local anesthesia. Prior to the procedure, the degree of stenosis was 90%. A 6 mm × 30 mm precise stent was used, delivered via a 6f system. The lesion was pre-dilated, and the stent was fully deployed and expanded, resulting in a residual stenosis of 20%. The procedure was completed without complication, and the device was implanted successfully. A few days later, the patient returned for the first follow-up visit, during which a duplex ultrasound (dus) confirmed the residual stenosis remained at 20%. Over the course of the study, the patient attended several follow-up assessments. At approximately 6 months post-procedure, another dus was performed, showing a slight increase in residual stenosis to 25%. This trend continued with a follow-up MRI at 19 months, which revealed an increase in stenosis to 70%, although no target lesion revascularization (tlr) was performed at that time. The patient continued to be monitored, and subsequent imaging at 28 months and 48 months showed residual stenosis of 20% and 25%, respectively. Despite the fluctuations, no immediate intervention was indicated. However, at 6 years and 1.5 months after the initial procedure, the patient experienced significant restenosis (=50%) at the target lesion site. This led to a serious adverse event classified as mild but device-related, which required hospitalization and a subsequent interventional procedure for revascularization. The event was resolved successfully and reported to the cordis team. The patient remained on antiplatelet therapy (aspirin 100 mg orally once daily) throughout the follow-up period. The study follow-up concluded after 76 months and 17 days of participation.

Manufacturer narrative:
As reported in precise study, patient (120010) experienced in-stent stenosis. The patient enrolled in the cordis real-precise study underwent a successful carotid artery stenting procedure. The intervention targeted a lesion located in the right internal carotid artery, accessed via the contralateral femoral artery under local anesthesia. Prior to the procedure, the degree of stenosis was 90%. A 6 mm × 30 mm precise stent was used, delivered via a 6f system. The lesion was pre-dilated, and the stent was fully deployed and expanded, resulting in a residual stenosis of 20%. The procedure was completed without complication, and the device was implanted successfully. A few days later, the patient returned for the first follow-up visit, during which a duplex ultrasound (dus) confirmed the residual stenosis remained at 20%. Over the course of the study, the patient attended several follow-up assessments. At approximately 6 months post-procedure, another dus was performed, showing a slight increase in residual stenosis to 25%. This trend continued with a follow-up magnetic resonance imaging (MRI) at 19 months, which revealed an increase in stenosis to 70%, although no target lesion revascularization (tlr) was performed at that time. The patient continued to be monitored, and subsequent imaging at 28 months and 48 months showed residual stenosis of 20% and 25%, respectively. Despite the fluctuations, no immediate intervention was indicated. However, at 6 years and 1.5 months after the initial procedure, the patient experienced significant restenosis (=50%) at the target lesion site. This led to a serious adverse event classified as mild but device-related, which required hospitalization and a subsequent interventional procedure for revascularization. The event was resolved successfully and reported to the cordis team. The patient remained on antiplatelet therapy (aspirin 100 mg orally once daily) throughout the follow-up period. The study follow-up concluded after 76 months and 17 days of participation. The device was not returned for evaluation. A product history record (phr) review could not be conducted as a lot number was not provided. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process; it is not a prevention or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the instructions for use (IFU) as such. Stenoses in stents are usually treated with intrastent percutaneous transluminal angioplasty (pta) or placement of a second stent. Based on the information available for review, factors that may have influenced this restenosis event include patient (has history of dyslipidemia, type ii diabetes, and hypertension), procedural, pharmacological, and lesion, especially since the restenosis gradually occurred and only required treatment after 6 years post stent implantation. However, without procedural images, the event could not be observed. Based on the information available for review, there is no indication to suggest that the issue experienced is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported in precise study, patient ((B)(6)) experienced in- stent stenosis. The patient enrolled in the cordis real-precise study underwent a successful carotid artery stenting procedure. The intervention targeted a lesion located in the right internal carotid artery, accessed via the contralateral femoral artery under local anesthesia. Prior to the procedure, the degree of stenosis was 90%. A 6 mm × 30 mm precise stent was used, delivered via a 6f system. The lesion was pre-dilated, and the stent was fully deployed and expanded, resulting in a residual stenosis of 20%. The procedure was completed without complication, and the device was implanted successfully. A few days later, the patient returned for the first follow-up visit, during which a duplex ultrasound (dus) confirmed the residual stenosis remained at 20%. Over the course of the study, the patient attended several follow-up assessments. At approximately 6 months post-procedure, another dus was performed, showing a slight increase in residual stenosis to 25%. This trend continued with a follow-up MRI at 19 months, which revealed an increase in stenosis to 70%, although no target lesion revascularization (tlr) was performed at that time. The patient continued to be monitored, and subsequent imaging at 28 months and 48 months showed residual stenosis of 20% and 25%, respectively. Despite the fluctuations, no immediate intervention was indicated. However, at 6 years and 1.5 months after the initial procedure, the patient experienced significant restenosis (=50%) at the target lesion site. This led to a serious adverse event classified as mild but device-related, which required hospitalization and a subsequent interventional procedure for revascularization. The event was resolved successfully and reported to the cordis team. The patient remained on antiplatelet therapy (aspirin 100 mg orally once daily) throughout the follow-up period. The study follow-up concluded after 76 months and 17 days of participation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.